Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated alert 32, indicating a delivery motor communication error, after which the patient¿s blood glucose rose following lunch, and the user proceeded to transition to backup therapy while a replacement was arranged. Symptoms included hyperglycemia with a reported peak of 350 mg/dl lasting about three hours, without ketosis, loss of consciousness, or other acute sequelae. Outcomes included temporary interruption of automated insulin delivery, patient use of subcutaneous insulin via pen as backup, and planned device replacement. Investigation included review of device history and user report, confirmation of the alert in device logs, troubleshooting, and arrangements for product return and replacement.t. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.